Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump started and stopped. There was a two minutes delay to change out the arterial roller pump. They utilized the vent pump (s/n (B)(4)) as the arterial pump. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: a large roller pump was being used as the arterial pump in this procedure and a 1/4" ID tubing was used for this case. This was a pediatric case and the arterial flow ranged from 500-600 ml/min. And that equates to a pump speed of 40-45 revolutions per minute (rpm). This ctr has a configured flow sensor and uses a flow sensor on the arterial line, as this allows for measurement of the actual arterial flow as multiple shunts are often used in pediatric cases (e.g. Arterial filter shunt, ultrafilters, and cdi 500 sensor). There were no issues with setting occlusion of the pump during preparation and priming of the circuit and in early phases of cpb. (B)(4)/MDR #1828100-2014-00229 clinical review continued: after the pt had been cooled to 25 degrees centigrade (on cpb), the arterial pump began to slow down and return to original speed and appeared to be in pulsatile mode. There was no user intervention that would have lead to this behavior. The pump behavior also looked similar to what an over occlusive pump looks like. The perfusionist (ccp) did loosen the occlusion of the roller pump and used the flow sensor to ensure the occlusion was not too loose. After the occlusion was changed, the pump behavior did not change, the pump continued to slow down and speed back up. The ccp elected to change out the arterial roller pump. The arterial pump was stopped and the arterial and venous lines were clamped. The tubing was removed from the pump and the roller pump was disconnected from the cable and removed from the base. A spare pump was placed on the base and the cable connected to this new pump. The arterial pump line was placed in the pump and cpb was reinitiated. The occlusion of the pump was adjusted per the use of the flow sensor on the arterial line. The time off cpb was estimated to be one to two minutes and the pt temperature at the time was 25 degree centigrade. The procedure was completed successfully and the pt was weaned from cpb without issue. There was a delay of two minutes as the pump was being changed out. There was no loss of blood associated with this incident and there was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00230. Per field service report as reported: the roller pump was displaying erratic speeds, ramping up and slowing down. The field service rep (fsr) tested the roller pump for speed ramping up and slowing down. The fsr could not duplicate the reported issue during testing. The fsr replaced the suspect roller pump and cable with a loaner pump cable. The unit operated to MFR specifications and was returned to clinical use. The suspect pump and cable were returned to the MFR for further evaluation.